Event description:
Customer's meter had a port issue. Pt reported being unable to test since the beginning of the month due to meter issues. Pt reported taking insulin based on their symptoms. On one occasion pt had been feeling headaches, thirsty, and tired. Based on the symptoms pt had taken extra insulin. No adverse events of serious injury occurred. In 2002 pt went to visit their physician and there the nurse realized the port issue. The nurse was unable to obtain a result for the control solution test. The meter only displayed the "apply sample" indicating that the test strip was not being recognized at insertion. Customer did not receive any medical care, however, their meter was replaced.